Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced multiple cubie failures in drawer 3.1 across rows a, b, c, and d. A field service engineer (fse) inspected the drawer and confirmed that all row board indicator lights and the lights on the back of the drawer were functioning properly. The row board cable on the back of the drawer was reseated. After reseating the cable, the fse accessed the hardware test application (hta) and successfully ejected the failed cubies. Customer then logged in and installed new cubies. Verification was completed to ensure that new medications could be loaded into each previously failed cubie position without issue. Final testing was performed in hta, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the system had a hardware issue. Several bins in a specific drawer were marked as failed and required recovery. During the recovery process, the system displayed the message read, write, or invalid cubie memory. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.